Event description:
It was reported that far field oversensing episodes of af was observed on the ventricular channel. Reprogramming changes were recommended. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).